Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, a scratch was noticed on the lens. The lens was removed and replaced with another lens, same model and power. Additional information was received from the surgeon indicating the event was caused by the injector. The iol was inserted and a series of small scratches on the lens centrally was noticed. The surgeon elected to remove the lens and insert another iol of the same power with a new cartridge, more scratched were found centrally on this lens surface than on the previous lens. The wound was slightly enlarged to remove this lens well. The surgeon reported an iris prolapse, but he was able to reposition the iris. The eye was left aphakic and the wound was sutured.

Manufacturer narrative:
No handpiece injector was received for a scratched optic. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because the handpiece injector sample was not returned and no injector lot information was provided, the root cause is unknown, no malfunctions were confirmed. Additional information has been requested. (B)(4).